Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Inspection revealed a pinhole in the balloon material at the distal edge of the distal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however on the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however on the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.